Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. The device failed a step during testing. The device's sensor board was replaced to address the issue.